Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no med attention. Customer's expected blood results are 90-115 mg/dl fasting. Verified the strips expire 5/15/2017. Customer confirms the strips are stored properly and were first opened 4/6/2015. Customer performed back to back blood test, 172 mg/dl and 47 mg/dl fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-115mg/dl fasting. Verified the strips expire 05/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 172mg/dl and 47mg/dl fasting. Reviewed meter memory: (B)(6). Time and date of the meter was not set correctly. No adverse event reported.